Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had changed the site and blood glucose continued to rise, currently was 575 mg/dl. Customer's symptoms were headaches. Customer was unsure if the drive support cap was protruded, loose, sticking out or flush. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Customer did not have tubing clamp, high pressure test was not performed. Customer was to change the entire set. No further information reported.